Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: uterus'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('vaginal bleeding') in an adult female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, abdominal adhesions, benign fallopian tube neoplasm and bacterial vaginosis. On (B)(6) 2013 essure confirmation test should test bilateral occlusion. Previously administered products included for an unreported indication: iud. Concurrent conditions included adenomyosis. Concomitant products included levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / left side") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy(partial),salpingectomy(bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, abdominal pain and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record: dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs and mr received: new event vaginal bleeding added from pfs and event pain outcome updated to recovered/resolved, patient medical history, lab data, concomitant condition, lot number 959210 were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('vaginal bleeding') in an adult female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, abdominal adhesions, benign fallopian tube neoplasm and bacterial vaginosis. On (B)(6) 2013 essure confirmation test should test bilateral occlusion. Previously administered products included for an unreported indication: iud. Concurrent conditions included adenomyosis. Concomitant products included levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / left side") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy(partial),salpingectomy(bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, abdominal pain and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record: dysmenorrhea, pelvic pain lot number:959210; manufacture date: 2012/03; expiration date: 2015/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2013 essure confirmation test should test bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hyst. (Partial),salping. (Bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- migration, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Reporter information, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.